Event description:
It was reported to boston scientific corporation on august 9, 2007, that a jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography procedure (male patient) on the month before. According to the complainant, during the procedure the "sheath at the end of (the) jagwire (guidewire) broke off and lodged into the intrahepatic duct." The physician did not remove the broken sheath due to the strictures in the duct. It was reported that the patient expired two days later. According to the hospital's director of risk management, the cause of death was "extensively metastatic carcinoma of the lung." They also stated that the autopsy report and procedure notes are not available for release.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A device history record (DHR) review and product family complaint trend review are in progress; results will be provided in a supplemental medwatch report.